Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted dirt around forceps elevator (insufficient cleaning). Corrosion, dirt inside the lg lens were observed. In addition, the following findings were noted during inspection: adhesive on a-rubber is detached. S-connector is dirty. Angulation was less than standard. C-cover was dirty. Adhesive around lg lens has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an asset return inspection , service repair found the forceps elevator has foreign material (dirt around forcep elevator) and the inside of the lg (light guide) lens is dirty. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material around the forceps elevator was not able to be completely removed due to inappropriate reprocessing as the scope connector and c-cover were dirty, and reprocessing was possibly inappropriate. The likely cause of the dirty light guide (lg) is due to a gap occurred at lg-lens glue due to physical stress, chemical stress, storage environment. Olympus will continue to monitor field performance for this device.